Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The local field service engineer (fse) contacted the technical services team regarding several issues of this device and it was identified that an old calibration tool had been used for the alignment of the eye tracker. At the on site visit the fse recalibrated the laser with the updated tool, and the issue was resolved. The root cause cannot be identified conclusively because no relevant patient data is available. However, calibration with the wrong tool led to an inaccurate alignment of eye tracker and the camera. A defocused camera can cause the reported issues. The most possible root cause is that the instruction was not followed with regard to the device configuration and the appropriate calibration tool. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported clinical dissatisfaction with the results of laser correction post lasik procedure. Surgeon has indicated no additional information will be provided. Additional information provided by company clinical application specialist (cas), during a patient file review for reported event, indicated ablation on an edematous cornea (apparently, the patient just took off contact lenses), respectively, the calculations were incorrect.